Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked around the septum during use, and a defect was found there afterward. The device was used on a patient who was admitted to the hospital for "right supraclavicular lymph node metastasis after bilateral breast cancer surgery". The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the hospital for right supraclavicular lymph node metastasis after bilateral breast cancer surgery for about two months, and a PICC catheter was brought into the hospital. On 16th, the nurse replaced the q- syte, and found leakage, immediately replaced, and no similar situation was found. After inspection, it was found that there was a defect around the septum, which may be the cause of leakage".

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked around the septum during use, and a defect was found there afterward. The device was used on a patient who was admitted to the hospital for "right supraclavicular lymph node metastasis after bilateral breast cancer surgery". The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the hospital for right supraclavicular lymph node metastasis after bilateral breast cancer surgery for about two months, and a PICC catheter was brought into the hospital. On 16th, the nurse replaced the q-syte, and found leakage, immediately replaced, and no similar situation was found. After inspection, it was found that there was a defect around the septum, which may be the cause of leakage".